Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to the emergency department with a pain level of 10 and swelling underneath the left breast. The pain had started a few days prior and the patient stated that they could not see the driveline exit site due to the swelling. The patient was provided pain medication. The cause of the swelling was (B)(6) driveline site infection. The infection was treated with unspecified IV antibiotics. On (B)(6) 2017, it was reported that the swelling had resolved on an unspecified date.

Manufacturer narrative:
A direct correlation between left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on device and no further issues have been reported at this time. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.